Manufacturer narrative:
The reported field event of capturing problem was not confirmed in the laboratory. The device was tested on the bench, and no anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2017865-2020-02981. It was reported that the right ventricular (rv) lead exhibited high capture threshold. A chest x-ray revealed dislodgement. During the lead revision, the rv lead was explanted and replaced. The new lead exhibited values within the normal limit when tested on the pacing systems analyzer (psa), but when connected to the device the capture threshold was not consistent. The lead was retested on the psa and was found to be demonstrating appropriate values, so the generator was replaced. The patient was in stable condition.